Manufacturer narrative:
Continuation of d10: product type programmer, patient product ID 97745 serial# (B)(6) section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97745 patient programmer (ptm) serial number (B)(6) revealed a dead main pcb. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their ac power cord won't charge controller and the relay box on the ac power cord is becoming hot when connected to a power source. Pt also stated the green light on relay box illuminates for a second after connecting to power source and then shuts off. Pt stated they tried to connect the ac power cord to 3 different outlets and the same thing happens. No symptoms were reported. Additional information was received from the patient. Pt stated that they were expecting a replacement controller, not an ac power supply because the controller will not recharge. Pt reported the controller battery is dead and making "hissing noises". Pt also reported the back of the controller is heating up. Pt indicated they are unable to recharge the ins due to these controller issues, therefore the ins battery is dead. Pt stated that they are "dying" (not literally) because they aren't getting therapy from the ins. The pt removed the li-battery pack and plugged the controller into the ac power supply. Pt verified the pins on the battery pack and inside of the battery compartment were not damaged when they removed the li-battery pack. Pt reported the screen for the controller did not power on when they plugged the controller into the ac power supply, despite the green light being lit on the power supply box. A replacement controller was sent to the patient. Additional information received from the patient. It was reported that the patient was confused on why they were only sent a controller without the battery pack. Last night the patient went to charge the controller and the controller was flashing green when plugged into the ac power supply all night and when the patient looked at the controller later the controller battery did not charge. During the call the patient denied any damage to the controller battery compartment and there was no damage to the controller battery. When the patient removed the controller battery they had a difficult time putting the battery back into the controller. Battery won't stay in battery compartment. Pt said there is a "riser" in the compartment. Pt said rep had been to their house to help and was unable to resolve the issue.